Event description:
It was reported the 9600+ sys presented a "bad iris pot error". Reboot required to complete the procedure. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.